Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Replace screw fixation, bone with nail, fixation, bone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and orif of a periprosthetic fracture of the left femur was performed on (B)(6) 2015. Removed hardware included: one 9-hole liss plate (intact), a total of seven locking screws, one of which was broken. No reported surgical delay, no fragments left behind, no additional x-rays required. The patient was revised to an 18-hole periprosthetic plate and cables. The patient had multiple surgeries, and it is unknown when the liss plate was implanted. The hardware removal was performed to make room for the 18-hole plate; the most recent peri-prosthetic fracture was above the area of the previously implanted plate. All known information was provided regarding this complaint. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4), lot- unk, expiration date- unk. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.